Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient the direction for use nogales end item is attached on the investigation overview element.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported there was difficulty in deflating the catheter balloon before removal, although good practices were followed. The caregivers were forced to deflate the balloons several times, extending the duration of treatment. For one patient, the balloon did not deflate completely. Only 7 ml were removed from 10ml. The probe was withdrawn after calling and moving an anesthetist, without the balloon being totally deflated. There was no impact on the patient. One of the probes which was not used in the patient had deflation difficulties and were kept at the pharmacy during the test. The facility mentioned they had experienced previous difficulties deflating the foley catheter with the same lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported there was difficulty in deflating the catheter balloon before removal, although good practices were followed. The caregivers were forced to deflate the balloons several times, extending the duration of treatment. For one patient, the balloon did not deflate completely. 7 ml were removed from the 10ml. The probe was withdrawn after calling and moving an anesthetist, without the balloon being totally deflated. There was no impact on the patient. One of the probes which was not used in the patient had deflation difficulties and were kept at the pharmacy during the test. The facility mentioned they had experienced previous difficulties deflating the foley catheter with the same lot number.